Event description:
The complainant alleged that during a routine shift check by a clinician that an arc was seen between paddles while performing a self test on the defibrillator. The complainant indicated there was no pt involvement with this reported malfunction.